Event description:
Distributor requested repair of an ambulatory infusion pump due to "double beep no cassette alarm, screen damage". No patient details were provided.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the pump found it to be in fair physical condition with cracked rear housing and a scratched screen. Device was noted to have no problems found with double beeping when started in application. The customer's complaint could not be confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing. Downstream sensor was replaced as a preventive measure.